Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal debris and a soft tissue reaction. The femoral stem was left implanted. No radiographic problems reported.